Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the power manager was not charging the battery. The output of the battery charging circuit was intermittent. The power manager can deliver power from the batteries, but it was not reliably sending power to the batteries for charging. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the batteries were not charging as the charge rate would stay 0 even when plugged in. He replaced the power manager board and the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'battery cannot be charged, full back up may not be available' message appeared on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.